Event description:
On (B)(6) 2011, company representative reported the pt was diagnosed with diabetic ketoacidosis while using the infusion device. No error messages were received on the infusion device, and it was reported blood glucose might have elevated due to an infection. Follow-up was completed with the pt on (B)(6) 2011. Pt reported dka was due to an infection and not the infusion device. Pt did not know where the infection was or what caused it. She was vomiting and went to the hospital. Blood glucose was in the 300-500 mg/dl range, and she was unable to lower her blood glucose because she was vomiting. She provided examples of normal blood glucose values of 117-190 mg/dl. She was taken off the infusion device and treated with injection therapy while at the hospital. Pt remained on injection therapy at the time of follow-up, and troubleshooting did not raise any product concerns. Pt had a physician's appointment scheduled on (B)(6) 2011 and would discuss restarting the infusion device. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.